Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Subsequently, the customer went to the emergency room (ER) due to blood glucose (bg) level of 400mg/dl, and vomiting resulting in a tear in the stomach. Bg was treated with saline, insulin and anti-nausea medicine. Customer was given creon for the stomach tear. Reportedly, customer left the ER 6 hours later with no permanent damage, however, customer was still experiencing nausea. Customer adjusted the auto-off safety feature to address the issue. System check with tandem technical support confirmed the pump was functioning as intended.